Event description:
It was reported that arrhythmia occurred. The patient experienced conduction disturbance when the safari2 guide wire crossed the aortic valve and throughout the entire procedure, during which a 25 mm lotus edge valve was implanted. The same day, a permanent pace maker was implanted. The patient is in stable condition and has been discharged.